Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead dislodged. The physician elected to reposition the lead. To date, there have been no therapy delivery issues or patient symptoms associated with this clinical observation.